Event description:
It was reported that a user experienced recurrent early-morning hypoglycemia while using the ilet system, including a documented blood glucose of 48 mg/dl, and perceived that the system overcorrected overnight; the user increased the cgm target and treated the event with oral glucose (orange juice), after which glucose rose within 30 minutes, and no third-party assistance or hospitalization occurred. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no need for external assistance. Investigation included complaint intake, user counseling on avoiding manual corrections prior to device low alerts, and recommendation to follow up with a trainer for further guidance. Investigation of this case revealed no device malfunction reported and suggests the event was consistent with hypoglycemia of unclear cause in the context of overnight glucose variability and autonomous insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.